Event description:
It was reported that cadd legacy pump alarming no cassette. During testing, no patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; all was intact. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified. The double beep no cassette issue was found during the investigation. A defective downstream occlusion sensor was found to be the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 6400.